Event description:
Patient's blood glucose (bg) read 148 mg/dl on the assure blood glucose meter (bgm). Pt was not feeling well prior to the bg reading. Pt was taken to the hospital because the pt's symptoms did not match the reading. The pt's bg was 20 mg/dl at the hospital. Level-2 control solution read out of range.